Event description:
The customer reorted the au5800 clinical chemistry analyzer generated intemittent high ise (ion selective electrode) sodium (na) patient and quality control (qc) results. The customer stated 10 (ten) patient samples were affected. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analzyer. The fse replaced all ise tubing, sodium electrodes, potassium electrode , chloride electrode, reference valve, buffer valves, mix motor, mixer bar, and cleaned the drains and reference block with bleach to resolve the issue. The failure mode was due to multiple hardware malfunction. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided.internal identifier is (B)(4).